Manufacturer narrative:
Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered the incorrect insulin amount via a bolus. Customer's blood glucose (bg) level was "low"; however, a bg value was not provided. Customer consumed glucose tablets to address bg. Customer received assistance from paramedics and was treated with intravenous glucose and was taken to the emergency room (ER). No additional treatment was provided at the ER. Customer was released from emergency room in stable condition and no permanent damage. Multiple follow-up attempts were made to complete troubleshooting; however, no response was received.